Event description:
On (B)(6) 2015, the reporter contacted animas and alleged the patient is in hospital. Patient alleges the blood glucose levels over 600 mg/dl and is unsure of the symptoms, but reports confusion and vomiting. Treatment included IV fluids and insulin injections. The patient was a poor historian and unable to assist with troubleshooting. Customer support request the patient have their diabetes educator contact animas to troubleshoot pump. Patient remains in hospital and off pump. This complaint is being reported as the patient experienced hyperglycemia and the pump was unable to be eliminated as a cause/contributor.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.